Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut as well as pulling/stretching/overstress, distorted due to kinking/buckling, and was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that electrical resistance and cross continuity test results were within specifications.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and non-capture at programmed outputs. The output was originally increased; however, the physician opted to explant and replaced the rv lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: sesr01, implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).